Manufacturer narrative:
The surgeon noted an aspiration pressure drop during surgery. The surgeon tried two (2) different handpieces. The cassette and tubing was replaced. A completed questionnaire was received. The patient was a (B)(6) female. The event occurred on (B)(6) 2017, during phacoemulsification on the left eye (os). The incision had been made, there was no infusion at time of phaco sculpture/quarters (mode). During irrigation/aspiration (I/a), there was instability of the chamber and a posterior capsule (pc) tear occurred. The incision was nasal superior, size: 2.2. The bss was used at room temperature. The surgery was completed but the event was noted as continues and is not resolved. The patient was referred for a revision surgery in another facility. According to surgeon, the device contributed to the event. There was no switch out of instruments and no changes to existing parameters were performed. No system messages or pop-ups were displayed. There were no third party consumables, repaired items, or accessories used. The device was stored in a climate controlled area. No cases were cancelled. Posterior capsule (pc) tear is a potential consequence of cataract extraction by predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 10, 2016. Based on qa assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively the manufacturer internal reference number (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the aspiration pressure dropped during a cataract extraction procedure. The staff replaced two handpieces, tubing and cassette. Additional information has been requested but not received.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A completed questionnaire was received from the surgeon. The surgeon indicated that there was no infusion, the chamber became unstable and the patient experienced a posterior capsule tear. The patients symptoms are continuing with a revision surgery planned at another facility.